Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.9 mmol/l. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. It was unknown if the customer was using auto mode or not. The pump will not be returned for analysis.